Event description:
The customer called technical support (ts) reporting that the device has a blower temp high error code 1122 message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised to verify that the air inlet filter is not dirty or blocked. Verify that the cooling fan is operational or replace the blower. The customer requested parts ID for the blower assembly. The rse provided parts ID per customer request. The customer replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards.